Event description:
Same case as 6000089-2004-00725. It was reported that 10 minutes after a drug eluting stenting treatment procedure a thrombosis occurred and 3 days later the patient expired. The patient presented at the hospital with an acute myocardial infarction. The lesion being treated was located in the right coronary artery (rca). The physician implanted a taxus express2 8.8% 3.50 x 32 mm drug eluting stent and a taxus 3.50 x 20 mm stent in the rca. An express2 3.0 x 24 mm stent was placed in a branch off the obtuse marginal. Ten minutes post procedure, while still in the cath lab, the patient complained of chest pains and the monitor showed st elevations. The thrombosed site was opened and CPR was performed. The patient survived and was expected to recover. In the opinion of the physician the thrombosis was not related to the stent and a 2b3a inhibitor wasn't given initially. It was reported that 5 days later the patient was doing fine and getting ready to be transferred to a different floor in preparation for discharge when pt had a severe coronary spasm and began coughing up blood and died. Additional information has been requested but not made available.